Event description:
It was reported that the physician was unable to fully insert the lead into the connector block. They lubricated with preservative free normal saline with no result. The device was implanted and then immediately explanted. Another device was successfully implanted. The pt recovered w/o sequelae.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.